Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Engineering actuated the unit and determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled, engineering found undersized internal components. The root cause of the improper clip loading remains unknown; however, if excessive force is applied on the jaw as the clip is being loaded into the jaw, the clip may feed under the jaw and spit out sideways. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecistectomy- "when dr. (B)(6) put the clips on the cystic duct, they did not work properly. One clips was stuck on the clip applier but not the following clip. The surgeon could finish the surgery with this clip applier."